Manufacturer narrative:
Needle detachments most likely result from the interaction of specific procedural related stress in contrast to the strength of the suture / needle attachment. However, there are numerous other circumstances that can adversely affect the strength and durability of a suture /needle attachment including but not limited to the misalignment of the suture within the channel / drilled end, the suture material not placed deep enough within the channel / drilled end and / or if the channel / drilled end is not crimped with enough force to form a secure grip onto the suture material. It is also a possibility that due to normal diameter variations found within the spooled suture material, the security of the attachment could vary from piece to piece. The attachment of the smaller size suture / needle could be compromised during the pull test process which would allow the needle / suture to disassemble with little or no force applied during the final inspection process or by the end user. However, without reviewing the actual detached device a definitive root cause cannot be confirmed at this time. A definitive root cause is most times very difficult to determine without reviewing the actual failed devices.

Event description:
The needle pulled off in hernia surgery. The surgeon tried to search needle in body of patient in nmr but he didn't find. The procedure had to be completed with another new device. Operation time prolonged 2 hours. Now patient condition is stable and other information is unknown.